Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(6) 2015: the device was returned to animas and evaluated by product analysis on (B)(6) 2015 with the following results: keypad cover is peeling off the base starting at ok button keypad cover removed and contamination was found under contrast contact. Cracked display lens, battery compartment cracked on threads above the pad and below pad, display is dim/fading/reddish.

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a dim display and a cracked battery compartment. This report is made based on the results of an investigation completed on (B)(6) 2015.